Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are going to the bathroom 6 time between the hours of 12-6 in the morning. Pt states this issue started a couple weeks ago and thinks that somehow they're stimulation level had changed on it's own. Patient (pt) states they can't remember if the representative did this when they met with them for bowel leaking issues which started a month ago. Pt states the doctor did a colonoscopy and confirmed pt has and issue with a more loose sphincter. Pt states when they met with the manufacturing representative they reprogrammed things and that fixed the bowel issues. Pt states but now they are having the bladder issues. Pt states they have tried to increase stimulation to 0.8v on the current program but it becomes uncomfortable so they have to back it down. Reviewed option to switch programs if doctor approves. Walked pt through how to do this. Redirect to doctor if issue persists. Pt services also reviewed approved indications to therapy.

Manufacturer narrative:
Date of event: event date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had their colonoscopy on (B)(6) 2022. Patient also noted the cause of their stimulation changing being determined was unknown. They noted a likely cause of the issue was calling medtronic for assistance and getting provided with guidance to turn stimulation up higher. Patient noted steps taken as "the operator at medtronic office was a very patient and friendly lady that helped them. Patient noted the issue has been resolved. Additional information was received from the patient. The patient answered and returned the same questions as they were sent again before a patient response was received. The patient answered that the likely cause of their stimulation changing was that they had a back ache, and laid on a heating pad too often near their device. Patient noticed a change in settings and called medtronic for help. Patient hasn't used a heating pad near their device lately.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.